Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is 148 mg/dl.

Manufacturer narrative:
Unit unable to prime during the prime/a33 test due to faulty. No motor error alarm. Motor passed motor test. No a33 alarm. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.